Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. The noise could not be reproduced and other electrical values were normal. No patient symptoms were reported. No changes were made and the patient would be monitored.